Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.evaluation summary (B) (4): visual examination found no anomalies with the connector, grommets or setscrews. There was a dent on the front of the can that appeared to be a tool mark. Primary analysis finding: no anomalies found.

Event description:
It was reported, during the procedure, high defibrillation thresholds were observed. Consequently, this device was explanted, and when device was removed from the pocket, an indentation was noted in the can. No patient complications have been reported as a result of this event.